Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was white noise and the error e226 which indicated there was the communication problem between the subject device and the video processor was displayed at the unspecified timing. At the incoming the inspection for the repair, olympus service operation repair center (sorc) checked the subject device and the error b30 which indicated there was the communication problem between the subject device and the video processor was displayed, also the image of the subject device disappeared while the subject device was angulated. There was no patient injury associated with this report.